Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3.1 failed. The customer stated that the malfunction occurred when they trying to issue medication to patient and there was a delay to the patient's workflow since they managed to get the meds from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer removed the back panel in all connections and replaced the latch sensor. The system functioned as intended after the field service engineer troubleshooted the device.